Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 54 and blood glucose was 158 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. Further troubleshooting was not able to be completed because the customer removed the sensor and replaced it because of issues with the insulin pump. The customer mentioned that the insulin pump suspended because of their low sensor glucose. They also stated that the over tape was burning their skin and that their skin was coming off. The would use multiple sites and clean their skin with alcohol wipes after getting out of the shower. They were advised to talk to their doctor about the irritation and they were being sent a tape kit. The over tape, sensor and the insulin pump will not be returned for analysis.